Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
The conclusion code needs to be populated. A supplemental report is being filed. Gl

Manufacturer narrative:
Attempts to obtain additional information were unsuccessful. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right atrial (ra) lead was explanted due to an unknown product performance issue. No adverse patient effects were reported.

Manufacturer narrative:
Additional information was received indicating that the lead experienced dislodgement and helix extension issues during repositioning.

Event description:
Additional information received, and a supplemental report is being filed.